Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed no issues that could have caused or contributed to the reported issue. The device was found out of specification in relation to the customer reported constant false upstream occlusion which was reproduced. A review of the event history log identified multiple upstream occlusion alarm. The reported condition was verified. The cause was determined to be failed ultrasonic sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump constantly alarmed false upstream occlusion alarms. The process step and location were unknown. There was no patient involvement. No additional information is available.